Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. E1. Initial reporter facility name - (B)(6) medical center.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es auxiliary, the drawer was failed and unable to open. The customer stated that this malfunction caused a delay in dispensing the medications to the patient. There were no adverse events or injuries reported based on this event.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, the drawer was failed and unable to open. As per part investigation, it was observed that a pinched ribbon cable found in assy retractor dwr hh cubie. The customer stated that this malfunction caused a delay in dispensing the medications to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes and manufacturer narrative correction: section d unique device identifier (UDI). Part analysis: the reported issue was confirmed by the fse testing and subsequently validated in the dchu testing process. According to work order (wo) (B)(4), the field service engineer (fse) dissembled and reassembled the inside of the drawer but did not find any issues, proceed to replace the retractor band due to physical damage. Drawer and cubies were working correctly. During dchu visual inspection the assy retractor dwr hh cubie was received with physical damage (exposure of the wire). Laboratory test revealed continuity between two pins of the flex flat cable. The device was in use for treatment purposes as intended per 21 cfr 820.198(d). Root cause: the root cause of the complaint of drawer failure was due to crossed continuity between adjacent copper strands of the assy retractor dwr hh cubie (pn 353844-01) caused by a pinched ribbon cable.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es auxiliary, the drawer was failed and unable to open. The customer stated that this malfunction caused a delay in dispensing the medications to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
The following field had been updated with additional information: h6. Correction: h4. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 25-aug-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the auxiliary drawer 2.2 cubie had failed. The field service engineer (fse) disassembled and reassembled the inside of the drawer, but no issues found. The fse then reseated all connections at the back of the drawer and replaced the faulty retractor band to resolve the issue. The functionality of the drawer cubies was verified, and the customer was able to log in to the station successfully. The system functioned as intended after the field service engineer repaired the device.